Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that bleeding of less than 250cc occurred although an end tone, indicating a completed seal cycle, was heard. It was stopped with bipolar forceps. The procedure was extended by 1 hour. The patient is reported to have recovered.